Event description:
The pt underwent a 25-gauge vitrectomy on (B) (6) 2009 for macular plucker of the left eye. The pt did well post-op, but developed problems with vision. And sought treatment from surgeon. Pt was scheduled for surgery for treatment of infection. Pt underwent a 25-gauge vitrectomy, vitrous biopsy, and intravitreal injection of antibiotics. During the procedure, a foreign body (fb) was found in the eye. The fb was removed and found to be a piece of the catheter (introducer sheath) which was used during the first surgery. Info reported to the manufacturer shortly after (B) (6) 2009. Subsequently, the pt's family contacted the hospital to explain that the pt has lost significant visual acuity in the left eye.